Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Final analysis found full breach insulation degradation adjacent to the connector boot 4.5 cm from the connector pin. Additionally, external insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 51.6-52.0 cm from the distal tip. The damage was consistent with friction to the device can. The cause of the reported event was isolated to the breached insulation consistent with insulation degradation and the lead-to-can abrasion.

Event description:
New information received notes that the patient's atrial and right ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17072. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial and right ventricular lead were exhibiting noise. No intervention was performed. The patient was stable.